Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the fiber blue outer sheath, and bent at 3mm from distal tip; no signs of fiber protruding from tip; black discoloration was noted at near break location within blue jacket; the total length of the fiber is 12 feet and 2 inches, connector included in over-all length; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Review of lot 729a DHR did not indicate any failures upon final inspection.

Event description:
It was reported that tip deterioration was observed while using two sureflex surgical fibers during a procedure; the method used to complete the procedure was not reported. There was no injury reported. This report is for the second surgical fiber used.